Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2007. The patient experienced a mesh exposure in 2007. The patient underwent trimming and oversewing of the vaginal edges. The patient had further mesh exposure in 2008, which needed trimming. The patient has experienced ongoing problems with recurrence of prolapse, urinary symptoms, vaginal pain and dryness.

Manufacturer narrative:
The mesh exposure in 2007 and 2008 were two inches in the anterior and posterior vaginal walls. The patient has been referred to a tertiary center. Currently, the patient is still experiencing mesh exposure in the vagina, vaginal dryness, unable to have intercourse, bladder problems and still has a posterior wall prolapse. The device remains implanted. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.